Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 532mg/dl. The caller stated that insulin squirted out during the manual prime process, and the insulin pump also alarmed. Advised the customer that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. The device received with missing end cap sticker.